Manufacturer narrative:
The pump had an unresponsive up and down buttons due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the up and down arrow buttons were stuck and not responding on the insulin pump. Customer's blood glucose was 120 mg/dl. The pump will be repaired and replaced.